Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the atrial channel oversensing could not be conclusively determined.

Event description:
During analysis of the session records, oversensing at the atrial channel due to suspected lead damage was noted. The ICD was reprogrammed to resolve the issue. The lead remains implanted and the patient is in stable condition.